Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 459 mg/dl. Customer stated that the insulin pump received insulin flow block alarm. Troubleshooting was done for insulin flow block alarm. Customer stated that the insulin exited and insulin pump received insulin flow block alarm. Customer was advised to run load reservoir with empty insulin pump until piston reaches end of travel. Insulin pump alarmed with no reservoir detected. Customer was advised that the insulin pump was working as designed. Customer declined to troubleshooting for hyperglycemia. It was unknown if the customer using auto mode feature at the time of incident. Insulin pump will not be returned for analysis.